Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failures was not confirmed. Based on the results of the investigation, and on the information provided, it is likely, the subject device had no image due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. However, the reported by the customer could not be reproduced and a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.